Event description:
Information was received indicating that a smiths medical cadd ms3 cartridge was under reporting volume in syringe. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).